Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp reprimed line 3 times before fluid rose to pt connector. Hp reports no injury or med intervention.